Manufacturer narrative:
(B)(4). This complaint for a report program changed by device was not confirmed. The root cause was undetermined. A device history record review, service history review, event history log review, and sample evaluation were performed, and no issues were found that could have contributed to this event. The issue could not be confirmed or reproduced.

Event description:
A doctor contacted baxter and reported that a female patient that, came into the hospital, reported a sense of fullness and overfill. The doctor checked the data on her card and found that the homechoice had administered a volume larger than the homechoice was programmed for. During cycle 4 of 9, the homechoice had administered about half of a liter more than the programmed volume. The issue was resolved by changing the equipment. There were no consequences reported for the patient. The homechoice was being returned for evaluation.there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.